Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (added telephone number), and g2 (health professional should be unmarked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. The evaluation did not confirm the reproduction of the phenomenon where 'the image becomes pitch-black,' nor was any failure confirmed, so no cause could be presumed. Olympus will continue to monitor field performance for this device.